Manufacturer narrative:
The sureform stapler 60 has been returned and evaluated by the failure analysis team. Visual inspection displayed no signs of physical damage on the stapler. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly on multiple attempts. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The stapler was confirmed to be used on a dv5 system. I do not have the authority to review dv5 procedure logs. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The accessory was returned to isi for evaluation attached to the instrument, with a complaint "the jaws would not open." There was no damage to the reload. This is a complaint that does not affect the functionality of the reload. An investigation has been completed. There are no device related failures. The reload was returned unused and unfired. It did not proceed with the instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload was attached to an in-house golden instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The reload passed the reload recognition test. There was no damage to the reload or its components. No product issue was identified. A review of the information associated with this event has been performed by the failure analysis engineer. The following additional information was provided: they could not find a usage history for this instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler was loaded with a white load and docked onto the robot and advanced as normal. When the surgeon tried to use the instrument, the jaws would not open. The instrument was removed and then they were unable to remove the white reload. The team said it was stuck. The procedure was completed with another stapler and reload. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc (isi) followed up with the initial reporter and obtained additional information. The sureform stapler 60 instrument jaws were stuck closed upon entering the trocar. There was no unexpected tissue removal. There was no bleeding.